Event description:
It was reported, "two different incidences: this incident: patient had large pronounced welts where the electrodes were. Customer has been using this product for years and was wondering if there have been any recent changes." An ECG survey was sent to be completed with additional details. Procedure being performed was a cardiac stress test. Treatment for the skin reaction is unknown; therefore, this is being reported to the FDA.

Manufacturer narrative:
It is unknown if device is available for evaluation. Attempts are being made to contact reporter and obtain additional information. A supplemental report will be filed on completion of the quality engineering investigation. This medwatch is associated with medwatch 1320894-2013-00123. Device not returned to conmed corp.

Manufacturer narrative:
The instatrace ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot number 1309031 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The instatrace ECG electrodes were not returned to conmed corporation for evaluation. The original devices or pictures of the devices or skin reaction were not available; therefore, an investigation on the suspect device cannot be accomplished. No product was returned for evaluation or confirmation of defect or confirmation of conmed product. An ECG survey sent to the end-user to collect additional information surrounding the reported event. The ECG survey was never returned to conmed corporation. No laboratory examination was performed on the complaint product, as no device or requested additional information was made available by the end-user facility. The complaint can be neither confirmed nor unconfirmed at this time. If the product is returned in the future, the complaint may be re-opened and a further investigation may be performed. No root causes can be confirmed without examination of the product. No corrective action is recommended at this time. Conmed is considering this complaint closed. This medwatch is associated with medwatch 1320894-2013-00123.